Event description:
It was reported that the device and competitive lead were explanted due to noise. No further information is available.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.